Manufacturer narrative:
This malfunction was initially reported to FDA, please reference medwatch (B)(4). The failed sample was returned and forwarded to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line inserted in medical cubital vein of right arm of premature infant was found to be leaking at base of the catheter. The catheter was removed and a new line inserted.

Manufacturer narrative:
This malfunction was initially reported to FDA, please reference (B)(4). This complaint is not confirmed. Examination of the faulty sample showed that the catheter was leaking at the junction of the catheter tubing and the extension line. Microscopic inspection showed typical signs of a tensile damage. The catheter was partly pulled apart. A review of the batch history records showed that there were no abnormalities found for the batch lots. As each catheter is leak and flow tested before packaging, and there were no failures reported for the batches of the product, a root cause for this complaint cannot be determined. However, microscopic examination of the failure showed signs of tensile damage which could be caused by handling error. In review of the trending of this product, eleven complaints have been received for the two batches in total within the last three years, but none of them were related to a manufacturing process. Corrective/preventative action: no corrective action has been issued at this point. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
PICC line inserted in medical cubital vein of right arm of premature infant was found to be leaking at base of the catheter. The catheter was removed and a new line inserted.